Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : device is not available.

Event description:
Consumer reported needle will not attach. Leaking between the needle hub and pen. Consumer does not re-use. Consumer stated that she snaps the needle onto the pen, she does not twist the needle to tighten. I advised consumer on how to properly attach the pen needle. Consumer received her needles in a plastic bag with a label on it. She does not have the product # but stated that she is using bd 5mm pen needles. She was able to provide the lot # from the tear drop label. Lot #: 3255180. Date of event: unknown. Samples: discarded.